Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that machine is not turning on. Based on the information available, the root cause of reported issue is due to the defective assy processor. Device is working fine as per manufacturer's specifications after replacement of defective assy processor. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.